Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed system control pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system control pcb assembly at the failure analysis center and determined the cause of the boot up failure to be an ic chip, designator u61.

Event description:
It was reported that the device fails to boot up during the self-test and locks up. There was no report of pt use associated with the event.